Event description:
It was reported that during a laparoscopic cholecystectomy procedure, that the staple clip failed to properly engage the cystic artery, resulting in a cystic leak within the abdominal cavity. This malfunction led to a near-fatal event for the patient.

Manufacturer narrative:
(B)(6). Date sent: 12/5/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what is the surgeons experience with the device? I have used this device for over 10 years did the surgeon pre-load and visualize each clip within the jaws off of the vessel, prior to closing on the vessel? The clips are not preload, I place the applier across the vessel and then fire it and yes I see the clip go across and close how many clips were used during the procedure? Greater than 6 were there any difficulties noted with clip formation during the surgical procedure? No how many clips were used on the patient side of the cystic duct? 2 can they describe any clip malformation identified in the first or secondary surgical procedure? No are there any photos or videos that can be sent to productcomplaint1@its.jnj.com no did the surgeon visualize the line of demarcation on the shaft of the device prior to loading the clips? Yes what was done during the primary surgical procedure to confirm proper clip formation and proper occlusion of the ducts? After the case we reinspect the area to ensure nothing is leaking during the re-operation was the common bile duct damaged/compromised? No please give a timeline of events. What is the current patient status? The patient is doing well is the current patient status known? Patient is currently discharged to home. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, transfer to higher level of care, massive transfusion followed by another transfer to a trauma facility, return to or. Developed sepsis, underwent prolonged renal dialysis, cardiac event, dvt needing intervention, inpatient rehab and continued real dialysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.